Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was returned within the stryker microcatheter used during the procedure. Visual inspection of the device revealed that the stent delivery wire (sdw) was protruding from the catheter hub and was broken. The introducer sheath was damaged and the stent could not be retrieved from the microcatheter shaft. Functional testing could not be performed due to the condition of the returned device. Information available indicated that the device was confirmed to be in good condition prior to use and there was no indication of a use error. It is likely that procedural factors contributed to the observed damages limiting the performance of the stent during the clinical procedure. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the stent delivery wire (sdw) was broken. No consequences to the patient were reported.